Event description:
The customer reported the systems' radiation field size exceeded the tolerances. No report of patient or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted in normal and magnification modes. The system was then found to be operating as intended and within specifications. This incident may have resulted in a possible accidental radiation occurrence.